Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 53 alarms or failed battery alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error. The insulin pump was received with cracked select button keypad overlay, stained keypad overlay, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm and battery error. No harm requiring medical intervention was reported. The device will be returned for analysis.